Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change procedure. During the procedure, the physician observed a mild insulation abrasion on the right ventricular lead. The lead was then repaired using a repair kit. Lead parameters were tested and were found to be within normal limits. No further incident was reported. The patient's condition remained stable throughout the event and the patient was discharged from the hospital.